Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up because of defective flex-pc. The engineer replaced the flex-pc and returned the device to use in good working order.

Event description:
It has been reported to philips that the system would not boot up. There was no report of harm. Philips has started an investigation of this complaint.